Manufacturer narrative:
One cadd solis vip pump was received for the evaluation of a reported failed accuracy. The pump was received with missing tamper seal. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. To further investigate, a pump accuracy test was performed, which passed. The reported issue could not be duplicated and the device was within the manufacturing delivery accuracy specifications. No failed accuracy test found. A full preventative maintenance was performed and the expulsor was replaced as part of preventative maintenance care. All functional test passed and device was calibrated.

Event description:
It was reported that the device was being testing and the delivery accuracy results were -15.15%. No patient involvement.